Event description:
The facility reported an automix 3+3 compounder had a frayed umbilical cable. This condition occurred during programming in the pharmacy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional narrative: this device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter service center (bsc) received the device and performed visual inspection and functional testing. The customer reported " frayed umbilical cable" was confirmed during device evaluation. This condition was caused by a damaged umbilical cable. No repairs have been performed as the referenced device has been removed from service. A follow-up report will be submitted if additional information becomes available.